Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant, it was noted that the right atrial (ra) lead was winding around the ventricular lead. The physician attempted to dial out the ra lead, but was unsuccessful, therefore the ra lead was left implanted. During a follow up visit, it was noted that the ra lead experienced inadequate pacing. It was determined that the ra lead had dislodged and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.